Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient. They reported that the manufacturing representative (rep) called back in regarding this case, stating that the patient had some imaging done and they did not have any lead migration. Technical services (tss) reviewed trying another controller when meeting with the patient, as well as checking impedances on programmed electrodes. Tss sent message to scs principal and also advised rep to obtain any files when meeting with the patient. Additional information was received on 2025-aug-04. Tss sent reminder email to rep to check impedances as part of tablet session on aug 5 when they are scheduled to meet with this patient (pt). Additional information was received on 2025-aug-05. Rep called back regarding this case. Rep said they used another controller and everything worked fine. They were able to change the group and adjust the amplitude. Technical services (ts) requested replacement controller. MRI tech had controller in their pocket when they went into the MRI area. Rep said the controller did not work after the MRI.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
When manufacturer representative (rep) asked for how long the patient should keep a diary and need for additional reports, agent replied that they would advise a long enough diary that captures at least several events so they can try to align that with other data they can pull.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient states they had an MRI done on the july 3rd and they put the ins into MRI mode and turned off stim. Pt states they have turned the stim on "like 6x" but pt is not feeling any stimulation. Pt states they typically are on program a, but pt states they increased stim and the controller shows the stim is increasing but they are not feeling anything and no pain relief. Pt states the same for program c. Pt states they put on program b and increased stim and felt stim and pain relief for "about a day" but even with increasing the stimulation they are not getting any pain relief. Agent again had pt confirm stim is on. Pt states they see the light going around the c program. Pt mentioned they are color blind. Agent reviewed mdt role and reviewed the external devices are functioning as expected and redirected to dr regarding reprogramming. Pt states they have had no falls or trauma. Pt stated they have not seen the doctor in 3 years and physician listings were sent to the pt.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep mentioned that they did send patient a new controller because the man from it that they spoke to agreed that the controller shouldn't have been brought into the MRI room and that it could very possibly be the problem. However, since the patient has received his new handset, pt is still having the same recurring issues with his amplitudes turning down on their own. Pt says he can set it to where he feels it now, but it just turns itself down. Patient also sent the diary screenshot and screenshots with settings.

Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6), product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The rep indicated that the patient reported that they were continuing to have the situation where the stimulation will be at 6-7ma and then it adjusts without a controller command to 1ma. The caller indicated that the patient does not have adaptivestim or cycling active. The caller asked if the ins should be replaced. The caller was not with the patient to perform any troubleshooting. Tss reviewed information about troubleshooting and that the situation should be reviewed further before making any determination about ins replacement. The caller will send in the session report that was collected during their last programming session with the patient. It was reported that a patient treated for pain symptoms with an implantable pulse generator therapy experienced recurring issues with stimulation intensities and therapy settings. The patient reported that stimulation intensities were displaying at 1ma when 6 or 7ma were expected, and that approximately twice the previous intensity was required after undergoing a head magnetic resonance imag ing (MRI) on july 3. The patient noted that amplitudes and settings would turn down on their own after being set, and this issue persisted even after receiving a new controller. The patient associated the need for higher settings with having undergone a brain MRI. No lead migration or falls/trauma were reported. Therapy settings continued to drop unexpectedly, with amplitudes set to 6 or 7 later found at 1. It was considered that the underlying diagnosis or physiology may have changed, but this was not confirmed. A session report was reviewed, including impedance measurements on programmed electrodes, which were in the 1000-1400 range. Troubleshooting included providing a new controller and requesting the patient to keep a diary and capture screen images for further investigation. No deaths, infections, or other adverse events were reported. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the [intellis], model [97715], s/n (B)(6) revealed. Analaysis found"the implantable neurostimulator (ins) passed functional testing medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The caller (rep) stated they are with the patient (pt) today and repeated previously reported information: the pt had an MRI on 3 july and since then has had a significant reduction in stim sensation. The caller states that per their understanding the ins was placed into MRI mode on july 3rd and the pt had a head MRI at that time. The pt is full body eligible per the caller. The pt usually feels stimulation and uses low dose/traditional stimulation. However, after MRI the pt could not feel stim. The caller stated they checked impedances on the tablet and there were 'no impedance issues'. The caller thought the issue may be related to the pt's controller as the caller noted 1) the MRI tech apparently had the pt's controller in their pocket at the MRI facility (unclear if this was in active scan room, etc) 2) the caller said the pt could not feel stimulation when turned up with controller but did feel stimulation when the rep turned stim up with the tablet. The caller states the pt is needing amplitudes almost twice as high now to feel stimulation. Towards the end of the call, the rep exited tablet session where they had adjusted stim up to a perceivable level and had the pt connect with controller and the pt experienced a 'jolt' when connecting with controller as if the stim was too strong. Agent advised the caller to consider checking historical reports/impedances, consider imaging and compare those with past images, consider using a separate controller to rule out a controller issue; agent did note that it would not seem likely that the controller has any significant role in this issue given the pt's stimulation itself is not being perceived the same since the MRI. Agent speculated that perhaps the MRI facility did not follow guidelines as written. Rep to follow up on these considerations.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Sent reply to (B)(6) about findings and that disable device could be tried but it was unclear if this would resolve the patient's issues. Closing case. Tss responded to mdt field person email stating that rtm is called recharger.

Manufacturer narrative:
B5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from rep. It was reported that patient is scheduled for replacement. And the issue is resolved.

Manufacturer narrative:
B5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Assigned to principal tss that was handling the case previously. Patient reports received. Closing case for now. Technical service specialist responded to rep email that files being looked at currently. Closing case.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Technical service specialist responded to rep email that files being looked at currently. Closing case. Additional information was received from the rep. It was reported that"additional data files were sent to medtronic technical services for evaluation. No further instruction or action has been given to the field team at this point" and the issue is not resolved.